Event description:
Event description guidant received information that during a routine follow-up visit this implantable cardioverter defibrillator (ICD) was interrogated and displayed an error message indicating that the ICD had reverted to a 'fallback' safety mode.